Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported entrapment of device associated with clip becoming caught in chordae appears to be due to a combination of patient conditions (atrial anulus dilatation and a rotated heart) and difficulties visualizing the clip. Image resolution poor is related to patient and procedural conditions as it was reported that there was difficulty visualizing the clip due to the anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with thin leafets, atrial anulus dilatation, and a rotated heart. An xtw clip was inserted and was advanced under the valve. There was difficulty visualizing the clip due to the patient's anatomy. However, the clip became caught in the chordae after the first grasping attempt and was unable to be removed. Although the clip remained in chordae, it was able to deployed on both leaflets, but mr grade remained the same. To further reduce the mr, an additional clip was successfully implanted, reducing the mr to a grade of 3-4. There was no clinically significant delay in the procedure.